Event description:
Additional information received indicated conductor fracture was alleged, but could not be confirmed, to be the cause of the reported high pacing impedance.

Event description:
During remote monitoring, episodes of high pacing impedance were observed on the left ventricular (lv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.